Event description:
It was reported that the patient experienced a burning sensation and pain at the lead site. His lead broke and a revision surgery is scheduled for (B) (6) 2009. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).